Manufacturer narrative:
As the device has not been returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A user facility reported that the image does not appear and they keep getting red dots on the screen while using the camera head. No patient involvement or injury was reported. No additional information has been obtained.

Manufacturer narrative:
A device history record (DHR) did not find any defects or nonconformities. All records indicate that the device was manufactured in accordance with all applicable procedures. During the device evaluation, a shortage in the cable causing intermittent horizontal streaks on the image was found. The reported issue was confirmed due to a faulty charge-coupled device (ccd) unit. Two causes of failure to display the images can be considered as follows: malfunction in the board and damage to the ccd unit which might have been caused by some strong impact applied to the device while the user handled it; or corrosion of /dirt on/ adhesion of foreign objects to the electrical contacts of the video connector.